Event description:
The facility reported a fail code 810:11 midway through a patient infusion. Although baxter attempted to obtainin info, details were not available regarding addtional contact info. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event.